Event description:
An infinity v500 ventilation unit was connected to the infinity c500 medical cockpit when the hard drive on the infinity c500 medical cockpit failed. The ventilator was in use on a critical care patient. Nursing staff were outside the patient's room when they heard an alarm from the ventilator they never heard before. When they entered the room, they discovered an error message on the screen. The staff could not tell if the ventilator was still functioning optimally for the patient, so they disconnected and started bagging. Respiratory was called and new ventilator was connected to the patient. Our clinical engineering team evaluated each component and found no errors with the infinity v500 ventilation unit or the ps500 power supply com hub. The only error was a failed hard drive in the infinity c500 medical cockpit. The error message was, "reboot and select a proper boot device or insert boot media in selected boot device."